Manufacturer narrative:
Device returned. Investigation summary: the device was received and evaluated. The reported condition will not power on can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, no coag, out short on ablate. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification. The handle of the devices was opened to further investigate the electrical defects. There was an breakdown in active continuity across the electrical crimp. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis which has identified the components used in the process are not compatible for this method of joining. Relevant actions have been taken to address the issue. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformance's were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformance's were identified. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: it was reported by the affiliate via email that the vapr s90 electrode did not work during surgery. Another device was used to complete the surgery. There was no patient impact or delay in surgery. This report is 1 of 1 for (B)(4).